Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose values of 600 mg/dl. The customer reported the following symptoms, headache, constant urination and being tired. The customer was unable to troubleshoot at the time of call. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will not return for analysis.